Event description:
It was reported that a user on the ilet experienced hyperglycemia after surgery, with the pump showing 311 mg/dl and a contemporaneous fingerstick of 296 mg/dl, remaining above target for about 90 minutes after eating a salad without meal announcement per physician instruction; the user had residual anesthesia effects and had taken oxycodone, and glucose trended down to 301 mg/dl during the call. Symptoms included elevated blood glucose. Outcomes included no alarms and no hospitalization. Investigation included customer service troubleshooting and education, including discussion that anesthesia and oxycodone can impact glucose levels. Investigation of this case revealed no device alarms or malfunctions reported and suggested that recent surgery, medications, and unannounced carbohydrate intake could contribute to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.